Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included gravida ii, parity 2 (((B)(6) 2006, (B)(6) 2007).), tubal ligation, anxiety, hashimoto's disease, migraine, urinary retention, postoperative nausea, postoperative vomiting and nonsmoker. She does not use illicit drugs. Previously administered products included for an unreported indication: lidocaine. Past adverse reactions to the above products included dyspnoea with lidocaine. Concurrent conditions included overweight, adenomyosis, dysfunctional uterine bleeding, alcohol use, hypothyroidism since 1998 and insomnia since 2007. Family history included epilepsy (mother) and stroke (maternal grandmother). Concomitant products included oral contraceptive nos from 2001 to 2017 for birth control and menstrual cycle management as well as ethinylestradiol;etonogestrel (nuvaring) from 2001 to 2017, levothyroxine sodium (synthroid) since 1998 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("other injury cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side abdominal pain"), vaginal haemorrhage ("heavy irregular vaginal bleeding") and menometrorrhagia ("prolonged menses or irregular menstrual cycle"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage and menorrhagia had resolved. On (B)(6) 2016, the menometrorrhagia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown and the cyst had resolved. The reporter considered abdominal pain, cyst, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Gynaecological examination - on (B)(6) 2016: surgical pathology report: uterus left tune and ovary, and right tube cervix,, acute and chronic inflammation.endometrium: being proliferative five-type endometrium..myometrium: adenomyosis.serosa adhesion. Right fallopian tube: unremarkable..left adnexa; unremarkable ovary and fallopian tulle. Clinical information- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:event genital bleeding added.medical history,reporters,concomitant medication added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's past medical history included multi gravida, parity 2 (((B)(6) 2006, (B)(6) 2007).), tubal ligation, anxiety, hashimoto's disease, migraine, urinary retention, postoperative nausea, vomiting and nonsmoker. She does not use illicit drugs. Previously administered products included for an unreported indication: lidocaine. Past adverse reactions to the above products included dyspnoea with lidocaine. Concurrent conditions included overweight, adenomyosis, dysfunctional uterine bleeding and alcohol use. Family history included epilepsy (mother) and stroke (maternal grandmother). Concomitant products included oral contraceptive nos from 2001 to 2017 for birth control and menstrual cycle management as well as nuvaring from 2001 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("other injury cysts"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/left side abdominal pain"), vaginal haemorrhage ("heavy irregular vaginal bleeding") and menometrorrhagia ("prolonged menses or irregular menstrual cycle"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage and menorrhagia had resolved. On (B)(6) 2016, the menometrorrhagia had resolved. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown and the cyst had resolved. The reporter considered abdominal pain, cyst, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6) 2016 surgical pathology report: uterus left tune and ovary, and right tube - cervix,, acute and chronic inflammation. - endometrium: being proliferative five-type endometrium.. - myometrium: adenomyosis. - serosa adhesion. - right fallopian tube: unremarkable.. - left adnexa; unremarkable ovary and fallopian tulle. Clinical information- pelvic pain most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and medical record received. Reporters added, medically confirmed case. Event menorrhagia, dysmenorrhea (cramping), other injury cysts, prolonged,or irregular menstrual cycle and patient did not undergo essure conformation test were added. Concomitant condion and product added. Historical condition added, product lot number added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain") and vaginal haemorrhage ("heavy irregular vaginal bleeding"). The patient was treated with surgery (device removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain, abdominal pain and vaginal haemorrhage to be related to essure. Company causality comment: this non-medically confirmed case refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Approximately one and a half year after placement, she underwent surgery to remove the device (outcome unknown). Pelvic pain, serious due to medical significance, is an anticipated event according to the reference safety information of essure. Given the nature and description of the event, a causality of essure device cannot be excluded (related). The case was classified as incident since device removal was required. Additional non-serious events were reported. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 2007).), tubal ligation, anxiety, hashimoto's disease, migraine, urinary retention, postoperative nausea, postoperative vomiting and nonsmoker. She does not use illicit drugs. Previously administered products included for an unreported indication: lidocaine. Past adverse reactions to the above products included dyspnoea with lidocaine. Concurrent conditions included overweight, adenomyosis, dysfunctional uterine bleeding and alcohol use. Family history included epilepsy (mother) and stroke (maternal grandmother). Concomitant products included oral contraceptive nos from 2001 to 2017 for birth control and menstrual cycle management as well as nuvaring from 2001 to 2017. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In march 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("other injury cysts"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/left side abdominal pain"), vaginal haemorrhage ("heavy irregular vaginal bleeding") and menometrorrhagia ("prolonged menses or irregular menstrual cycle"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. In april 2016, the vaginal haemorrhage and menorrhagia had resolved. On (B)(6) 2016, the menometrorrhagia had resolved. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown and the cyst had resolved. The reporter considered abdominal pain, cyst, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6) 2016 surgical pathology report: uterus left tune and ovary, and right tube - cervix,, acute and chronic inflammation. - endometrium: being proliferative five-type endometrium.. - myometrium: adenomyosis. - serosa adhesion. - right fallopian tube: unremarkable.. - left adnexa; unremarkable ovary and fallopian tulle. Clinical information- pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed case refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Approximately one and a half year after placement, she underwent surgery to remove the device (outcome unknown). Pelvic pain, serious due to medical significance, is an anticipated event according to the reference safety information of essure. Given the nature and description of the event, a causality of essure device cannot be excluded (related). The case was classified as incident since device removal was required. Additional non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.